Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 353 mg/dl at the time of incident. The customer reported no delivery alarm during prime. The customer stated that the pump did not alarm no delivery with 5.0 unit fixed prime. The customer was able to change out the infusion set. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications. The reservoir not occluded.